Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed during the manual prime and that the drive support cap was loose. The blood glucose reading was 158 mg/dl. It was advised that the customer revert to a back up plan. The insulin pump was not returned for analysis.